Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 7 atm's on the second inflation and extrusion of dye was noted. (The number of atm's reached on the initial inflation is unknown.) The lesion involved was a chronic total occlusion in a tortuous mid right coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.